Event description:
Boston scientific received info that one day post implant, there was confusion as atrial capture was confirmed and there was clear as vs, however, p-wave measurements were high at 18.1mv. A chest x-ray revealed the atrial lead had dislodged and was lying on the atrial floor. Therefore, a revision procedure was performed and effects to reposition and secure the lead were unsuccessful. The lead was explanted and replace with a competitive lead. No adverse pt effects were reported. The lead was returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.